Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and provide the complete investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. It is possible that disease at the puncture site caused interference and resulted in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received 07nov2025: a 6 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. The patient was in stable condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The patient underwent a right lower extremity (rle) peripheral intervention. At the end of the case the physician placed a 6 french angio-seal to close the arteriotomy. The angio-seal was placed; however, the patient continued to bleed. Access was obtained in the right groin and angiograms of the left common femoral artery (cfa) were obtained. The entire angio-seal device including the collogen was in the cfa. A cutdown was performed, the angio-seal was removed, and the artery was repaired. Upon review of the left cfa angiogram, it was noted that there was significant disease at the arteriotomy site. The footplate was caught in the diseased area and was not seated at the arteriotomy site. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.